Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Touch screen freeze was solved after a restart of the device. As a resolution, a replacement touch screen was sent to the customer.

Event description:
The customer reported that the bellavista 1000 mb200849's touchscreen suddenly became jammed during inspection. There was no patient involvement associated in this event.